Event description:
It was reported that the shaft broke. The 100% stenosed lesion being treated was located in severely calcified and moderate tortuosity left anterior descending artery. During introduction, a guidezilla guide extension catheter was being advanced through a non-bsc guide catheter and became unable to advance at the distal end of the guide. Upon removal of the guidezilla, it was noted that shaft had broken at the collar. The device was completely removed from the patient and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two (2) pieces. The outer diameter (od) of the distal shaft was measured using a calibrated laser micrometer. The maximum od was .06697 and met guidezilla specifications. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Microscopic examination presented no damage or irregularities to the collar. Microscopic examination presented no damage or irregularities to the collar. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the shaft broke. The 100% stenosed lesion being treated was located in severely calcified and moderate tortuosity left anterior descending artery. During introduction, a guidezilla guide extension catheter was being advanced through a non-bsc guide catheter and became unable to advance at the distal end of the guide. Upon removal of the guidezilla, it was noted that shaft had broken at the collar. The device was completely removed from the patient and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Patient age: over 18 years old. (B)(4).